Manufacturer narrative:
A kink was noted on the exposed portion of the cannula. It is unknown when or how the kink occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. A score mark was found on the top housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 339 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a manual injection of insulin (6 units) was delivered and a new pod was applied.